Event description:
Hosp marketing svs' large instant heat compresses were being used as a replacement for the usual allegiance compresses which were not available. These replacements require covering before placement of the skin unlike the allegiance packs. Although labeled, staff was unaware and 2 pts suffered minor burns due to their use. Coloring of both products' packaging is similar. Hosp marketing packs appear to have potential to heat unevenly.